Manufacturer narrative:
H6; the sleeve reported involved in this event was not returned for evaluation. The reported event, for a melted sleeve, was confirmed via photographic evidence provided. Without the sleeve the actual root cause is undetermined in this event. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device melted due to heat. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device received but awaiting evaluation.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device melted due to heat. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.